Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 218 mg/dl. Customer continued to use the pump for insulin therapy until replacement arrived.